Event description:
The technician alleged that the bed exit alarm is non-responsive after it is activated. No pt impact.

Manufacturer narrative:
The technician replaced the bed exit tape switches to resolve the issue.